Event description:
54 yo undergoing thorascopic lung biopsy for lt lung mass, when thorascopic staple was fired, upon releasing stapler, it remained attached to lung and would not release. Upon manipulating it, it disassembled at stapler shaft but remained attached to lung. Pt's clinical condition required thoracotomy, which also facilitated removal of the stapler.